Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had screen red and green line and was completely blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer's parent reported that the insulin pump had partial display. The customer's parent was assisted with troubleshooting and the display did not return. The customer's parent was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.